Manufacturer narrative:
(B)(4). Date sent: 9/25/2023 d4: batch # 954a37. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst45g reload was received fully fired. In addition, a gause with a very small green piece that appears to be plastic and some staples b-formed staples were returned inside of a plastic jar. Upon further inspection, the reload was found to have damage on the knife channel. No functional test could be performed due to the condition of the reload on the proximal end. Also, slight damage was noted on one tip of the gripping surface. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 954a37, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic partial pneumonectomy, there was a green foreign matter on the staple line after 2nd firing. It was like a plastic burr. It was retrieved. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.